Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure the device did not work properly because clips were malformed. Another device was used to completed the procedure. No patient consequences were reported.